Manufacturer narrative:
Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller on the electrical board. Unable to verify or to download pump error 53 and error 4 due to blank/flashing white light on the display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer's blood glucose was 186 mg/dl at the time of incident. Troubleshooting was performed to resolve the issue with the insulin pump. The customer was advised to clear the error and was advised to disconnect from the insulin pump. The customer reported there are six additional insulin pumps with having the same issue. The insulin pump will be returned for analysis.